Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was observed to be delivering insulin very slowly. The issue persisted despite using multiple cartridges. The customer's blood glucose was 270 mg/dl. Reportedly, the customer reverted to insulin pens for alternate insulin therapy.